Manufacturer narrative:
The evaluation of the returned device was completed by the failure analysis lab on 4/30/2019. Device evaluation summary: it was reported that a patient 330cc mentor smooth round high profile saline prosthesis inserted and seemed to increase in size after implantation. Two devices were received, and both contained no fluid. Yellow material was found within both devices and no foreign material was observed on the shell surface. The mentor product analysis lab¿s visual examination indicated that both devices appeared intact and were received without fluid. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the mentor product analysis lab was precluded from further evaluating the device to avoid compromise of the device's integrity. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The complaint was not confirmed. Because the mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 266125 , and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient 330cc mentor smooth round high profile saline prosthesis inserted and seemed to increase in size after implantation. The physician noted that the number of ccs in the prosthesis increased after the initial surgery. As a result, the device was replaced.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 3/13/2019. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).